Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criterion medically significant), dyspareunia ("dyspareunia (dyspaneurias mistyped)"), aphasia ("spontaneous aphasia which occurs regularly"), abdominal pain ("abdominal pain"), gastrointestinal pain ("intestinal pain"), back pain ("back pain"), migraine ("migraines"), fatigue ("extreme fatigue") and dysmenorrhoea ("very painful menstruation"), 1 year 1 month after insertion of essure (ess205). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, dyspareunia, aphasia, abdominal pain, gastrointestinal pain, back pain, migraine, fatigue and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, aphasia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, migraine and pelvic pain with essure (ess205). The reporter commented: complete removal of the uterus and tubes, could consider a surgery either by salpingectomy or total inter adnexal hysterectomy recommended a nd planned soon (data not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Colonoscopy - on (B)(6) 2021: normal. Endoscopy - on (B)(6) 2021: normal. Smear test - on (B)(6) 2021: normal. Ultrasound scan - on (B)(6) 2021: unremarkable. Urine analysis - on (B)(6) 2021: normal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-aug-2021. The most recent information was received on 20-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criterion medically significant), dyspareunia ("dyspareunia (dyspaneurias mistyped)"), transient aphasia ("spontaneous aphasia which occurs regularly"), abdominal pain ("abdominal pain"), gastrointestinal pain ("intestinal pain"), back pain ("back pain"), migraine ("migraines"), fatigue ("extreme fatigue") and dysmenorrhoea ("very painful menstruation"), 1 year 1 month after insertion of essure (ess205). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, dyspareunia, transient aphasia, abdominal pain, gastrointestinal pain, back pain, migraine, fatigue and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, migraine, pelvic pain and transient aphasia with essure (ess205). The reporter commented: complete removal of the uterus and tubes, could consider a surgery either by salpingectomy or total inter adnexal hysterectomy recommended a nd planned soon (data not specified) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Colonoscopy - on (B)(6) 2021: normal. Endoscopy - on (B)(6) 2021: normal. Smear test - on (B)(6) 2021: normal. Ultrasound scan - on (B)(6) 2021: unremarkable. Urine analysis - on (B)(6) 2021: normal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.